Event description:
A valley lab split pad was placed on the thigh of the operative side of the patient. After the case, when pad was removed there was a 1" round burn on the thigh. No other information is available for this incident.

Manufacturer narrative:
No product is being returned for evaluation.